Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump had failed battery test. Customer stated that he changed out his battery with brand new battery and the insulin pump alarmed. Troubleshooting was done. Customer's blood glucose was unknown. Customer stated that he wanted insulin pump replacement. Customer he had already troubleshoot and it did not help. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.